Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported experiencing "not enough milk production", ¿a lump or thickening in or near the breast or in the underarm area", "moderate pain", ¿raynaud's phenomenon" and "unusual pain, tingling, swelling, numbness, or burning of the breast." Healthcare professional reported left side "pain, wrinkling/rippling" and "capsular contracture baker grade ii." Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24-oct-2011, 23-jan-2013, 22-jan-2015, 30-jan-2017 and 23-oct-2017. A review of the device history record has been completed. No deviations or non-conformances noted. The events of breastfeeding difficulties, lump/nodule, and raynaud's phenomenon are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain, wrinkling, rippling", "capsular contracture baker grade ii", "not enough milk production, a lump or thickening in or near the breast or in the underarm area, unusual pain, tingling, swelling, numbness, or burning of the breast," and having "raynaud's phenomenon."

Event description:
Patient reported experiencing "not enough milk production", ¿a lump or thickening in or near the breast or in the underarm area", "moderate pain", ¿raynaud's phenomenon" and "unusual pain, tingling, swelling, numbness, or burning of the breast." Healthcare professional reported left side "pain, wrinkling/rippling" and "capsular contracture baker grade ii." Device has been explanted.